Manufacturer narrative:
No product is expected to be returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly does not work when a strip is inserted into the meter and the issue was not resolved with troubleshooting.